Manufacturer narrative:
The evaluation revealed that: angulation in the down direction is out of standards due to worn of angle-wire, the gap of up down knob is out of standards due to worn of angle-wire, liquid leaks due to deformation of forceps lever, forceps angulation is out of standards due to loosening k-wire, charged couple device lens is broken, the gap of adhesive part is broken, there is crease at the connecting tube, there is crease at the protector of scope connector at universal code, control part is deformed, scope cover is deformed, there is corrosion at the elevator lever connector due to leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that k-wire is broken. This event was discovered in preparation of an unknown procedure. Upon inspection and testing of the customer returned device, it was observed that the inside of the light guide lens was dirty and some of the wires that composes the forceps elevator wire were raised. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the water and moisture entered the subject device from the leaking point, which caused components inside the light guide lens to corrode. The cause of the broken knob wire likely occurred by the following mechanism: 1) after repeated use, the knob wire was cut and not raised which was not detected, and the device was continued to be used. 2) the broken knob wire was caught in the distal cover when the cover was attached, or the broken knob wire interfered with cleaning brush during brushing of distal end, which caused the knob wire to be raised. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope." Olympus will continue to monitor field performance for this device.